Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed needed technical support for fluid delivery line (fdl) inlet pressure error during preventive maintenance. Per follow up information received on (B)(6) 2022, no patient involvement was reported. It was determined that the fdl valves need to be replaced and biomed will order and replace onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the fluid delivery line. Per follow up information, no patient involvement was reported. It was determined that the fdl valves need to be replaced and biomed will order and replace onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The serial number is unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed needed technical support for fluid delivery line (fdl) inlet pressure error during preventive maintenance. Per follow-up information received on 12sep2022; no patient involvement was reported. It was determined that the fdl valves need to be replaced and biomed will order and replace onsite.